Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic, premature battery depletion was observed. The patient received no harm. Device replacement was suggested.